Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the patients weight is in the front of the chair and when going over a threshold bends the forks.